Manufacturer narrative:
On october 16, 2023, mentor received additional information indicating that the correct date of event was on september 7, 2019, when the issue was detected via mammogram. Section b date of event: september 7, 2019.

Manufacturer narrative:
Explantation date: (B)(6) 2023 since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast prosthesis implantation surgery with two unspecified mentor gel implants. Post-operatively, the patient was diagnosed, via MRI and mammograms, with bilateral breast implant ruptures. As a result, the patient has been scheduled for bilateral breast implant removal and replacement surgery on (B)(6) 2023. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On november 14, 2023, mentor received additional information indicating that the patient's implants were replaced with the following devices: (left) 375cc mentor memorygel breast implant, catalog: 3503751bc, lot: 9727184, sn: (B)(6) and (right) 375cc mentor memorygel breast implant, catalog: 3503751bc, lot: 9756347, sn: (B)(6).

Manufacturer narrative:
On november 8, 2023, the mentor failure analysis lab received the device for evaluation. On november 15, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the gel implant smooth was found to be ruptured and received in (4) four parts. In addition, shell abrasion was noted on the edges of the rupture. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.